Event description:
It was reported that the pulse generator could not be interrogated. The patient was last seen in (B)(6) 2010, at which time the ventricular output was increased to 6 v and the estimated remaining longevity was six months.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.